Event description:
The clinician reported that almost 3 months after the dental implant was placed in ada site 14 in the patient's mouth, the implant lost osseointegration in type ii bone. On the date of this implant's removal, a larger implant was placed in the same site. The clinician noted pain, implant mobility and poor bone quality/quantity in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.